Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device in good condition. There was no evidence in the event history log. Functional testing was unable to duplicate the issue. The device was operating as intended, there was no problem found. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. E3 - initial reporter occupation unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was not detecting the barrel clamp. There was no patient involvement, and no harm was reported.